Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (connector won¿t latch) has been confirmed. Upon investigation the monitor was unable to connect to the electrode belt due to the damaged connector. The monitor's electrode belt connector latch was broken, causing fault. The root cause of the physical abuse to the damaged connector was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and the monitor's connector was unable to latch.